Event description:
Stryker command handpiece exhibited a 0.5 second delayed rotation stoppage immediately after the foot pedal was depressed, causing incarceration of non-essential tissue.====================== manufacturer response for controller power console, controller power console======================awaiting response.